Event description:
It was observed that during the device evaluation, the camera head exhibited a leak on the cable due to a cut. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes of the alleged failure failed leak test is due to a cut on the cable problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.